Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿faulty packaging around the implant. Scrub nurse unable to separate implant from the packaging in theatre. The plastic was extremely hard and had an appearance like the whole packaging had been vacuum sealed.¿ product description: delta cer head 12/14 36mm +1.5. Product code: 136536310. Lot no: 4786367. Quantity of manufactured: (B)(4). Date of manufacturing: 05/01/2025. Expiry date: 04/30/2030. IFU reference: 090200701. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 36mm +1.5 product code: 136536310 lot no: 4786367 and one non-conformances was identified, however not related to the reported failure mode of the complaint. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 05/01/2025. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 04/30/2030. 5) IFU reference: 090200701. Device history review: a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 36mm +1.5 product code: 136536310 lot no: 4786367 and one non-conformances was identified, however not related to the reported failure mode of the complaint. Corrected: h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: e1: please note that the account full name and address were not provided. D4: the device serial/lot number and expiration date are currently unknown. Therefore, the device UDI is currently unknown. H4: the device manufacture date is currently unavailable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, the scrub nurse was unable to separate the implant from the packaging in theatre. It was reported that the plastic was extremely hard and had an appearance like the whole packaging had been vacuum sealed. It was reported that there was no delay in the procedure due to the event. It was reported that a new implant device was opened to successfully complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, expiry date). Corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.